Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387, product type: lead. Product ID: 3387, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that there was a malfunction with deep brain stimulation (dbs) and a lead infection so the dbs system was removed. The patient had an infusion pump implanted during the procedure to remove the dbs system. After removing the dbs system, the patient's breathing was unstable. The patient did have some effects observed with the dbs system so a new dbs system may be implanted. The patient was implanted for pantothenate kinase-associated neurodegeneration (pkan). The patient's medical history includes botox injections. .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.